Event description:
Additional information was received that the failure mode was thickened and calcified bioprosthetic leaflets with limited leaflet excursion, and the valvular hemodynamics were consistent with prosthetic stenosis. Subsequently, the patient died. The cause of death was reported as ventricular tachycardia.

Manufacturer narrative:
Image review: a CT video scroll through the evolut valve was provided. No dicom imaging or case report provided. The prosthetic leaflets appear calcified. Calcification seen outside the tav frame in the native cusps. The evolut implant appears to be deep. Updated data: b2, b5, h1, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 9 months following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. The patient was hospitalized as a result, and is currently being evaluated for a potential valve-in-valve procedure.